Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support that the pump would be replaced, and they would use mdi as a backup therapy to ensure insulin delivery was not interrupted. The customer expressed interest in obtaining an out-of-warranty loaner pump.